Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient felt abdominal twitching and presented to the hospital emergency room. Upon interrogation, the device was found to be in bvvi mode. The device was restored to normal operation, and the twitching symptom had stopped. There were no consequences to the patient.